Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 4 and 24 hours. At 7:30pm, the patient applied a pod, which went into limited mode after 4 hours. The patient's blood glucose was 90mg/dl at this point. The patient reverted the system to automated mode. In the morning, levels were 230 mg/dl. The patient administered a bolus prior to breakfast. Subsequent to the meal, blood glucose levels were over 400 mg/dl. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. No treatment information was reported.